Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4) as a result of warning letter (B)(4). Additional information: b5 , h6, no patient involvement a manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Additional information received via email : no patient incident.

Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with cracked battery door. Event log history was performed and indicated that primary audible alarm post was recorded in history. During analysis, the reported issue was unable to be duplicated. Service replaced the speaker for preventive measure, powered up and performed self-test and occlusion test. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating a smiths medical medfusion pump exhibited system failure primary audible alarm. No adverse effects were reported.